Manufacturer narrative:
This report is filed (B)(6) 2016.

Manufacturer narrative:
This report is filed on september 30, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient developed tinnitus and experienced a performance decrement, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.